Event description:
It is reported that the device was implanted in 2008, and that the doctor is concerned that the central boss of the trabecular metal tibia is causing stress shielding on the medial and lateral sides of the tibial plateau.

Manufacturer narrative:
This report will be amended when our investigation is complete.